Manufacturer narrative:
Per the clinic, the reason for repositioning of device was due to patient developed an infection at the implant body. This report is submitted on september 28, 2021.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery in 2018 (specific date not reported), to re-position the device. Additional information has been requested but has not been made available as of the date of this report.